Event description:
On (B)(6) 2023, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient's wife reported that the peg tube tended to reenter completely inside the stoma. The patient's wife was urged to contact the center for a suspected phytobezoar. On (B)(6) 2024, the patient was hospitalized in semi-intensive care due to a phytobezoar, complicated by an intestinal ulcer. Therapy was temporarily suspended pending further investigations. The patient¿s wife reported that on (B)(6) 2024, the patient died following an intestinal hemorrhage, onset date unknown. As per the patient¿s wife, the neurologist reported that a gastroscopy performed on an unreported date, revealed an intestinal ulceration caused by a j-tube decubitus. Consent to contact the physician was not provided. No treatment information was provided. No medical history of any underlying conditions or concomitant medications was provided. It was not reported what, if any, diagnostic tests were performed. It was not confirmed if an autopsy was done. No further information was available.

Manufacturer narrative:
Reference number: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar, ulceration and intestinal bleeding are known complications of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.